Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient temperature was 36.7c and target temperature was 36.0 in the arctic sun device. Nurse wanted to confirm whether the device was working appropriately. Nurse confirmed that the patient temperature was 36.7c, target temperature was 36.0, flow rate was 1.6lpm, water temperature was 9.8c and 4 large pads were in place with good pad coverage. Mss asked the nurse to empty, disconnect and reconnect pads with proper technique. Flow rate was priming. System diagnostics showed outlet monitor temperature (t1) was 9.8c, outlet control temperature (t2) was 9.9c, inlet temperature (t3) was 11.0c, chiller temperature (t4) was 7c, inlet pressure was -4.1 psi currently, circulation pump command was 100, mixing pump command was 0, heater command was 100, water reservoir level was 5, system hours were 4698 and pump hours were 4300. Flow rate remained 1.6lpm. Mss discussed causes of heat generation and had the nurse to check to see if all tubes were in proper position, found fluid fill tube was in right drain valve. Mss asked the nurse to toggle the tube out and when it did the entire valve came out and water poured out of the device. Mss advised to send this unit to biomed. Nurse would look for another arctic sun device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an improperly connected fill tube. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "connections: 1) use only medivance approved cables and accessories with the arctic sun® temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that patient temperature was 36.7c and target temperature was 36.0 in the arctic sun device. Nurse wanted to confirm whether the device was working appropriately. Nurse confirmed that the patient temperature was 36.7c, target temperature was 36.0, flow rate was 1.6lpm, water temperature was 9.8c and 4 large pads were in place with good pad coverage. Mss asked the nurse to empty, disconnect and reconnect pads with proper technique. Flow rate was priming. System diagnostics showed outlet monitor temperature (t1) was 9.8c, outlet control temperature (t2) was 9.9c, inlet temperature (t3) was 11.0c, chiller temperature (t4) was 7c, inlet pressure was -4.1 psi currently, circulation pump command was 100, mixing pump command was 0, heater command was 100, water reservoir level was 5, system hours were 4698 and pump hours were 4300. Flow rate remained 1.6lpm. Mss discussed causes of heat generation and had the nurse to check to see if all tubes were in proper position, found fluid fill tube was in right drain valve. Mss asked the nurse to toggle the tube out and when it did the entire valve came out and water poured out of the device. Mss advised to send this unit to biomed. Nurse would look for another arctic sun device.